Manufacturer narrative:
The site has indicated that the pump would not be returned to the manufacturer for evaluation since they believe that the events were unrelated to the heartware devices. Review of the manufacturing documentation confirmed that the device met all requirements for release. Review of the controller log files revealed indicate a sudden and sustained drop in power and flow on (B)(4) 2014 followed by increased power and flow a few hours later, as well as "low flow" and "high watts" alarms that correlate with the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Product not available for return.

Event description:
Approximately four months after the implantation, the patient's cardiologist reported that the patient had experienced ICD shocks associated low vad estimated flows. While being transferred to a non-vad implanting facility, the patient collapsed and his condition necessitated intubation, mechanical ventilation (for one day) and the administration of fluids with a subsequent improvement in the patient's estimated flows. However, this was followed by an elevation in these flows (above normal) at which point the patient was re-routed to a vad-implanting facility. During this transfer, the vad is reported to have stopped. The patient underwent immediate pump exchange (for (B)(4)) on (B)(6) 2014. There was no evidence of left ventricular thrombus during the exchange. The explanted pump was reported to have a thrombus completely occluding the vad housing as well as in the outflow graft. The patient returned to the intensive care unit (ICU) with his chest open. The site has indicated that the pump will not be returned to the manufacturer for evaluation since they believe that the event was unrelated to the heartware device. They believe that the initial arrhythmia was related to the patient's hypokalemia and that the subsequent high power was as a result of the low flow event.